Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). Device history record (DHR): reviewed the DHR for the batch no. 19a17g8f01, no abnormalities observed during the in-process and final control inspection. Received 1 piece of catheter from the set of espocan w. Ds + pencan 27gx5 3/8" (0,42x) in opened packaging together with a white cloth. Upon visual inspection, observed a tear off marks at the tip of the catheter. The returned sample was compared with a reference sample, a part of the catheter tip was missing. The missing piece of the catheter tip was not received. Complaint forwarded to production for further investigation. Statement received as follows: we received 4 pictures of a closed soft tip catheter 20g non sterile. The pictures were checked visually. The catheter is shorn off. The shorn off area is slanted and shows a smooth structure. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore we assume a fault during the application process and we consider the complaint as not confirmed. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Notes: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. This report is being filed as both a product problem and an adverse event due to the fact that the tip of the catheter may have remained in the patient. No intervention was done, and there was no serious injury to the patient reported, so this report has been classified only as a malfunction.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore: catheter break in patient it is unknown if tip remained in patient.